Event description:
Oracle ro (B)(4): failed accuracy +10.7% (during testing/no patient injury).

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147 (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed missing sticker seal and the sample was in good condition. During functional check, the reported problem was not verified. Running three accuracy tests, the pump was found to be within manufacturing specifications. No fault found and no action taken.